Event description:
Patient presented to the physician with neck tightness and movement of the ipg within the pocket, causing pain. Physician brought the patient into the operating room (or), and upon surgical exploration, suspected that movement of the ipg had caused the stimulation lead to be pulled, resulting in pain. Physician flushed the chest pocket with antibiotic solution, re-sutured the ipg, and closed.